Event description:
Drug/diluent: ropivacaine 0.2%, fill volume: 550ml, flow rate: 10ml/hr, procedure: total knee replacement, cathplace: femoral nerve block. Bolus button would not prime. Waited more than 30 mins after priming, but adverse event occurred.

Manufacturer narrative:
Method: rec'd one full pump for eval and investigation. Results: the visual inspection confirmed that the bolus (pca) button was in the upward position, the orange indicator in downward position and the select-a-flow (saf) was set at "10". The pinch clamp was opened, the pump infused. The red priming key was reinserted into the bolus unit and the bolus unit was primed. The bolus was filled and the orange indicator returned to the upward position within 30 mins. Conclusions: the customer complaint was not confirmed. Although the complaint could not be confirmed, this product is currently under recall.